Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient experienced withdrawal. Per the reporter the hcp had stated the alarm was going and they had not heard it. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient had already had a ¿couple of problems¿ because the health care provider (hcp) made some ¿scheduling errors¿. The patient had serious tremors and became very listless to the point he was ¿serious¿. The ER (emergency room) reportedly didn¿t know anything about the pump and the reason this had happened was because of a scheduling error for his refill. This happened in (B)(6) 2014, they reportedly weren¿t able to fill the device, but the patient didn¿t know the exact date. They were then able to fill it finally on (B)(6) 2014. The medication being delivered via the device system at the time of the event was not provided however the patient was noted as receiving intrathecal baclofen therapy. No further information was provided. Additional information has been requested regarding further event details and the patient¿s outcome but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.